Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alaris IV tubing broke at blue plastic part at top of pump". An incomplete date of event of (B)(6) 2019 was provided.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alaris IV tubing broke at blue plastic part at top of pump". There was no delay in care or patient (B)(6) 2019 was provided.

Manufacturer narrative:
The customer's report that the IV tubing broke (separated) at blue plastic part at top of pump was confirmed. The available set component were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. The expected components below the upper fitment were not received for evaluation. The upper fitment component was measured to be within specification(s). The root cause that the IV tubing broke (separated) at blue plastic part at top of pump was not identified.